Manufacturer narrative:
Device evaluated by manufacturer: received one apdl/10 flexima regular catheter device loaded with metal cannula. The product label was returned together with the mylar side of the original opened pouch. The packaging card, dfu and other components were not returned with the device. No residue was present on the catheter indicating the device was not used. The pigtail/ distal end of the catheter was straightened out by the loaded metal cannula. From a visual evaluation, it was found that white material was stuck to coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the when the flexima drainage catheter package was opened, the package material stuck to the catheter tip. The procedure was successfully completed with another of the same device. No patient complications were reported as the device was not used in the procedure.

Event description:
It was reported that the when the flexima drainage catheter package was opened, the package material stuck to the catheter tip. The procedure was successfully completed with another of the same device. No patient complications were reported as the device was not used in the procedure.